Event description:
It was reported that the customer was hospitalized with high bgs. Customer stated that bgs were 100 the morning of the event, but continued to rise, so customer decide to go to the emergency room. Troubleshooting conducted during the phone call indicated the device was functioning properly. Instructed customer to change set and rotate site.